Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, inadequate bone quality/quantity. A different implant size was required intraoperatively.